Manufacturer narrative:
Product analysis: visual review confirmed the implant is fractured between approximately 3 threads from the base of the bone screw head. Optical examination of adjacent surface around the possible area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface severely damaged, likely due to repeated, cyclic impact of the upper and lower portions of the bone screw, post-fracture. Dimensional examination of the major and minor diameters confirmed conformance to print specification. Inconclusive; the extent and severity of the fracture surface damage renders the implant unsuitable for further analysis.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. X-ray review review: l2-s1 post-op films are provided. There has been a partial l4 vertebrectomy with fracture of the several pedicle screws. Fusion status is unknown. There appears to be a paucity of bone graft within the cage. The fit of the cage to the l3 and l5 endplates also appears poor, but there is not much subsidence, likely causes are failure of fusion.

Event description:
It was reported that patient underwent a l4 decompression procedure and underwent removal of pedicle due to syntripsis. On an unknown date, post-op,screws broke. Patient underwent revision surgery in which the screws were partially explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.